Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that even after receiving a replacement battery pack and recharger their issue still persisted. They stated it got better for a little while before getting bad again. Pt also mentioned a software message appeared 1. Summit 2 3.2 3 58 4 qf-new. Pt stated that it continued to take 4 to 5 hours to recharge. During the call pt confirmed they were using replacement recharger. Agent recommended a controller replacement, and redirected to the study coordinator.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported it was not charging right. Replaced charger paddle.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated for the last about 6 or 7 months, they hadn't been able to get a good charge to their implanted neurostimulator. Patient stated that they had an experimental ins installed last year. Patient stated the controller would drain really fast, and they couldn't charge their implanted device. Patient said it would take them 4-5 hours to charge their implant when they were only at 50% or 60% and when they got up to 80% or 90%, the charging session would quit and say finished and the patient couldn't get it to recharge. Patient mentioned they were skinny and had to put the recharger over their skin to charge. Patient mentioned that they contacted their managing healthcare provider about the issue and the doctor directed them to call patient services; the doctor did offer to change the ins if the issue was not with external equipment. Agent had patient reset controller and check for damage to the controller port and recharger, but patient did not see any damage. Patient then attempted to start a charging session, but reported poor recharge quality. Patient stated that they get this message on and off when trying to charge their ins; patient said that this has become a constant issue and that they have to hold the paddle directly over their skin when trying to charge the ins. Patient followed up by saying that they did get recharging good but within seconds the poor recharge quality message popped back up. Agent asked the patient if they can feel their ins and if they thought it moved in the pocket at all; patient confirmed feeling the ins but that it has not moved in the pocket. The issue was not resolved. The patient was redirected to their study coordinator to order a replacement recharger. Patient mentioned that when they first got the ins implanted it worked wonderful and used to take 15-20 minutes to charge and now it takes 4-5 hours. Patient mentioned they have parkinson's.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755-s lot# serial# nlf151549n implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.